Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16-32mm x 2.5-3.0mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified bifurcation of the proximal to distal right coronary artery and left anterior descending artery. Following pre-dilatation using a 2.0 x 20 maverick balloon catheter, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with four synergy¿ stents size 2.50 x 16, 2.50 x 20, 3.0 x 32, and 3.0 x 24, and a 3.0 x 20 unknown stent followed by post-dilatation using a 2.5 x 20 nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.